Manufacturer narrative:
No product has been returned for evaluation as it remained in-situ. No radiographs were provided to confirm the event. Labeling review. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "...potential risks identified with the use of this system, which may require additional surgery, include: infection..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery..." Postoperative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." Cleaning and decontamination: "all instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions.."

Event description:
On (B)(6) 2017, a patient underwent an anterior cervical discectomy c3-c4, c4-c5 levels and corpectomy of c4 with insertion of monolith cage. No complications were reported during surgery. On (B)(6) 2017, patient developed malaise and began drainage from neck. Patient was re-admitted to the hospital on (B)(6) 2017 with diagnosis of wound seroma. Patient was taken to the or and prior incision was opened. Pulse lavage with 4 liters of normal saline and debridement of wound. The deep drain was replaced.